Event description:
Follow up reported the patient received assistance from their representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the device was powered off and that the only time the patient turned off the stimulation was when he recharged. It was noted that the patient had to use the antenna all the time when changing programs and it only worked intermittently. It was further noted that the only message on the patient programmer screen was to turn stim on. After instructions on how to use the sync key, the patient was able to sync and was able to make adjustments both with and without the antenna.